Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a mechanical malfunction. The pump could be compressed, but the cylinders failed to inflate as expected. After the operation, the explanted prosthesis was inspected, revealing a leak at the junction between the distal cylinder and the cylinder tip. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
B3 approximated. D4 unique identifier (UDI) for reservoir:(B)(4).